Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and a "call tech support" error was observed on the screen. An internal visual inspection was performed and passed. The data log was downloaded and reviewed but cannot be used to confirm the problem. Functional testing could not be performed. The reported event of an intermittent audio output could not be confirmed because manual testing could not be performed. The root cause could not be determined.